Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. An unknown time later she experienced female sexual dysfunction ("sexual dysfunction moderate"). The patient was treated with surgery (hysterectomy (abdominal) on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered female sexual dysfunction and medical device removal to be related to essure administration. The reporter commented: impact on lifestyle. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: the received date of last follow-up was amended, the correct of follow-up received was on 27-jan-2023. Furthermore, the essure procedure removal was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. An unknown time later, she experienced female sexual dysfunction ("sexual dysfunction moderate"). In (B)(6) 2022, she underwent a surgical medical device (essure) removal. At the time of the report, the outcomes for these events were unknown. The reporter considered female sexual dysfunction and medical device removal to be related to essure administration. The reporter commented: intention to remove the essure devices. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: the information was received on 27-dec-2022, the seriousness were updated to serious-incident, and the follow information was included medical device removal, essure stop dated, imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced female sexual dysfunction ("sexual dysfunction moderate").in (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (hysterectomy (abdominal) on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered female sexual dysfunction and medical device removal to be related to essure administration. The reporter commented: impact on lifestyle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.